Manufacturer narrative:
Off label use: the pipeline flex in this patient was used to treat a 13 mm left p2/3 distal posterior cerebral artery (pca) aneurysm. Per the instruction for use, the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. (B)(4).

Event description:
Medtronic (covidien) received information through literature review that one patient had a significant neurological complication. The patient received pipeline flex embolization of 13mm left p2/3 distal posterior cerebral artery (pca) aneurysm. 3d rotational reconstruction further demonstrating the aneurysm and involvement of the entire vessel segment. The ped flex was deployed successfully. Postdeployment digital subtraction angiography (dsa) showing contrast stasis in the aneurysm. The patient presented on postprocedure day 15 with confusion and right-sided weakness and numbness having not complied with the antiplatelet regimen. Dsa angiography demonstrated occlusion of the left pca at the proximal end of the ped flex device and diffusion-weighted MRI demonstrated a left pca-territory stroke. In this article, the authors presented the initial outcomes from the first north american series using the ped flex single-center experience of 44 cases between (B)(6) 2015 and (B)(6) 2015. Citation: colby gp, lin lm, caplan jm, et al. Immediate procedural outcomes in 44 consecutive pipeline flex cases: the first north american single-center series. J neurointerv surg. 2015 jul 1. Pii: neurintsurg-2015-011894. Doi: 10.1136/neurintsurg-2015-011894.